Manufacturer narrative:
Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Internal reference complaint#: (B)(4).

Event description:
It was reported a physician performed an eviva breast biopsy on (B)(6) 2017 and after the tissue samples were retrieved the needle was extremely difficult to remove from the patient's breast. After the needle was removed it was noted to be "bent and twisted". There was no patient injury.